Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient returned to hss 20 years after a total knee replacement complaining of pain and instability. The femur and tibia seemed to be well fixed so the insert was removed and a 15mm cck insert was implanted. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to hospital retains all retrievals.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported, patient returned to hss 20 years after a total knee replacement complaining of pain and instability. The femur and tibia seemed to be well fixed so the insert was removed and a 15mm cck insert was implanted. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to hospital retains all retrievals. Upon review of all available information and due to the device not being returned, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.